Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia had subsided and become loose at cement to implant interface. Cement manufacturer is from depuy. It was also reported that the tibia was removed and replaced with revision tray and stem with tibia augments. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 ((B)(4)) complaints received by (B)(6) in the last 12 months for this issue ¿ by product code: (B)(4) by product family: (B)(4) (15x smartset mv, 12x smartset hv) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.